Event description:
The report states that during a tonsillectomy procedure, a flame was noticed at the tip of the pencil electrode while in the tonsil bed. The pencil was removed quickly by the doctor and there was no pt injury or burn.

Manufacturer narrative:
Investigation has been started and a follow-up report will be sent when the investigation is complete.